Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The internal rod on the reaming guide holder broke off just under the strike plate. Also, the proximal reaming guide would not disassociate from the reaming guide holder.

Manufacturer narrative:
(B)(4) unk. Examination of the returned instruments confirmed the tip of the rod broke off in the threaded hole of the holder. The remaining portion of the rod was not returned for evaluation to determine the exact root cause; design or misuse. Previous investigations found the material was changed at the tip via (B)(4) depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on january 11, 2011 and closed on june 11, 2013. It is unknown if the instrument was manufactured prior or after the change due to the remaining part of the instrument was not returned that contains the lot number. No corrective action taken at this time, however, product development is in the process of looking at the design. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.